Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped. The lead had impedances greater than 2000 ohms, intermittent loss of capture and under fluoro it appeared that there was subclavian crush.